Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott investigation. The reported event of back up mode was confirmed. As received, the device was returned in backup mode with battery level within the normal range for analysis. Final analysis indicated the device reverted to backup mode due to an power on reset(por) was unknown cause. As a result of this finding, abbott is performing further investigation. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinic follow up. The pacemaker was noted to be in back up mode. The device was initially reprogrammed; however, a few days later in a separate in-clinic follow up, the device was noted to be in back up mode again. The reported device was explanted and replaced on (B)(6) 2020. The patient was stable with no consequences.